Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five device. The event report alleges the product was not used in a surgical procedure. One of the patches was received without the packaging and was crumbling and discolored. The four remaining patches were received in the sealed foil pouches and when opened were found to be intact and in proper condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a definitive root cause or establish a relationship between the device and the reported incident. A possible root cause is improper storage of the product but there is no reliable way to determine when the product was improperly stored. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, they wanted to use a veriset patch and to bring it through the cannula into the situs, they buckled the patch and it lacerated. They took a second patch (same lot number) and the same happened. Another patch was taken from another package (different lot number) and it worked very well.